Event description:
Caller reported potential false negative urine hcg result when using clearview hcg urine dipstick vs. Ultrasound. Pt¿s last menstrual period was (B)(6) 2011. No serum quantitative testing was performed; ultrasound was performed.

Manufacturer narrative:
Lot number(s): hcg1020019. Expiration(s): 12/01/2012. Control lot: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg110307-01, 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control (n=5). Correct positive results were observed at 3 minute read time when tested with 100 miu/ml hcg urine control (n=5). Clearly positive results were observed at 3 minute read time when tested with 241.0iu/ml hcg urine control (n=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Return testing lot number(s): hcg1020019. Expiration date(s): 12/01/2012. Control lot: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01. 207iu/ml hcg urine control lot: hcg120306-01. Summary of results: the return strips meet qc specification. Details as below: correct positive results were observed at 3 minutes read time when tested with 25 miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control (n=5). Clearly positive results were observed at 3 minute read time when tested with 207iu/ml hcg urine control (n=5). Conclusion: from return testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Customer¿s observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return products. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. Two cases of false negative results have been reported on lot: hcg1020019.